Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead exhibited undersensing and high pacing thresholds. This ra lead was explanted and was replaced with a new one. No adverse patient effects were reported. This lead was kept by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The visual inspection revealed that the distal part of the lead was partly pulled out of the ring electrode. Therefore, the adhesive residuals on the joining surface of lead tip and the lead body were analysed. The analysis revealed no indication of a material or a manufacturing problem. As the root cause of the observed damage, tensile forces during the explantation procedure should be taken into consideration. Further analysis revealed cuttings in the insulation which occurred most likely during the surgery. Blood penetrated the lead. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. In summary, the lead's distal part was partly pulled out of the ring electrode. This damage resulted presumably from the application of tensile forces during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.